Event description:
During gastric sleeve procedure, surgeon loaded the device and the device would not open. Staff tried all attempts that were taught to them by the rep, and the device was still stuck. Device malfunction, no harm to patient.